Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be established at this time. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges " doctor in hunan people's hospital found the cuff leakage prior to use on patient during test." There was no report of patient impact or consequence.

Event description:
Customer complaint alleges " doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was received with tape on the proximal end near the connector. No other defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, the balloon cuff was able to properly inflate. The syringe was disconnected and the et tube was left inflated for approximately 30 minutes. After 30 minutes, the balloon cuff appeared to be slightly deflated. After deflating the device, it was submerged underwater and injected with air to test for any leaks. Upon injection of air, the balloon cuff leaked from the distal end of the cuff where the cuff is glued to the tube. It appears that there was not enough adhesive material applied to the cuff which prevented the cuff from being properly sealed and able to stay inflated. The sample was sent to the manufacturing site for further evaluation. Upon further evaluation, it was confirmed that the glue was not applied properly to the balloon cuff which resulted in a hole that prevented the cuff from staying inflated. This is a manufacturing related issue. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "leakage" was confirmed based upon the sample received. Upon functional inspection, the balloon cuff leaked from the distal end of the cuff where the cuff is glued to the tube. The sample was sent to the manufacturing site for further evaluation and it was confirmed that there was not enough adhesive material applied to the cuff which resulted in a hole that prevented the cuff from being properly sealed and able to stay inflated. This is a manufacturing related issue. A non-conformance has been opened to further investigate this complaint issue.